Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017 the xhibit central monitor rebooted on its own, and several telemetry beds were discovered to be missing from the monitor. The telemetry beds in question were able to be added back to the central monitor with the assistance of spacelabs technical support, and no one was injured as a result of this event.

Manufacturer narrative:
The reported issue has been identified as a software problem. Spacelabs has initiated a field corrective action and notified the FDA (B)(4) office of this action on january 17, 2018 (recall number: z-0532-2018 (res 78989). We also notified customers of this activity with a letter dated january 17, 2018. The customer''s updating was completed by march 14, 2018. Spacelabs¿ has completed monitoring for reoccurrences. This report is complete and the issue is considered closed.